Event description:
Report received of an undocumented number of undocumented incidents of proximal occlusion alarms upon initial start up resulting in delay of critical drug infusion. The customer contact reports, "although there has been no actual pt harm, there have been issues in the cvicu when there is a delay when trying to initiate infusions such as nitroglycerin, dopamine and nipride and there is the potential for harm." Customer reports that the set is primed correctly and time is wasted trying to troubleshoot. They have tried the cassette in a second pump and that does not stop the alarms. The problem is not solved until the cassette is switched out. Once the infusion is running, the pt is stabilized. No additional info is available.